Manufacturer narrative:
Additional information was received on 7/3/2018. The initial reporter account information was obtained. The patient's date of birth and age at the time of the event have been obtained. Initially, left sided deflation was reported. It was clarified that the deflation was right sided. Mentor also became aware of left sided capsular contracture (1645337-2018-04598). On 7/24/2018 additional information was obtained. The account information of the initial reporter was obtained. The patient has an explant planned for (B)(6) 2018. Concomitant products: unknown mentor saline prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received with the replacement surgery operative report on 8/24/2018. On (B)(6) 2018 unilateral prosthesis replacement with a mentor smooth round moderate profile 475cc saline prosthesis. The prosthesis was ultimately filled to 500ccs. There were no procedural complications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation 8/29/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a female patient had a mentor smooth round moderate profile 475cc saline prosthesis implanted on (B)(6) 2012. On (B)(6) 2018 left sided deflation was observed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on (B)(6) 2018. Device evaluation summary: it was reported that a female patient had a mentor smooth round moderate profile 475cc saline prosthesis implanted on (B)(6) 2012. On (B)(6) 2018 left sided deflation was observed. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. During initial evaluation creases were observed on the anterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed a rent on the anterior aspect measuring approximately 0.1 cm. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).